Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was on program 1 at 1.5v with the lightning bolt. It was noted that the patient could not feel the stimulation. The patient started increasing it up slowly until they started feeling stimulation. It was reported that the patient felt stimulation at 2.7v and it was uncomfortable and had to adjust it down to 1.5v and couldn¿t feel it. When the patient was sleeping they rolled onto their left side and it really hurt and it felt like it was pressing and the only way the patient could sleep was on their right side. It was reported that prior to having the device installed, the patient was only getting up once a night and was now getting up 3-4 times a night and was sitting there and wanted to go back to bed because they were so tired. The uncomfortable part was when the patient was lying came from where the implant was located in their back and not from the stimulation. It was noted that it had nothing to do with raising or lowering stimulation and the patient felt like they had something stuck in their back. It was reported that the patient never had therapeutic effect. The device was installed on (B)(6) 2013 and the patient was displeased with the device because it was not doing anything for the patient. It was noted that the patient was getting up 3 times a night and their sleep was being disrupted. It had been that way since the patient was implanted. It was reported that the patient hadn¿t seen their health care provider (hcp) since the device was installed and had an upcoming appointment on (B)(6) 2014. The patient had been adjusting their stimulation and changing programs but it had been of no help and the patient had been reprogrammed before now and that still didn¿t produce any changes. The patient really didn¿t recall how long they stayed on a program before deciding it wasn¿t working for them. It was reported that the patient really didn¿t recall if they had at least a 50% reduction of symptoms during the trial. It was noted that the patient had sleep apnea and couldn¿t keep getting up 3 times a night and was exhausted. Additional information received reports the patient said he has a "tremendous" amount of pain at implant site. The patient said turning the device off hasn't resolved the problem. He turned it off 3 weeks ago and turned it back on this morning and left stimulation setting at 2.50. The patient said pain has been there for about a month. The patient said he fell in his bathroom, he didn't recall the date, but pain came after the fall. The patient said he has stenosis of his back and ¿wasn't if¿ that causes pain. The patient said he had CT scan and x-ray, but it showed nothing. The patient said he got a prescription for norco and flexerall. The patient also mentioned that he gave hcp(healthcare provider) the finger because the trail was painful and was screaming while hcp was putting it in. The patient called hcp this morning and the earliest he can get in was (B)(6), the patient said he hung up on hcp. The patient reports never having therapeutic effect. The patient said he has incontinence and interstim never helped. The patient said turning therapy off cause his incontinence to subside. The patient said he wished he never got the implant. Additional information received reports the patient said he has ¿neutronemy¿ in her back. The patient never had therapeutic effect. The patient wants to have his device removed.